Event description:
It was reported that patient was experiencing increased charge burden of the ipg. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted device was kept by the medical facility.

Manufacturer narrative:
Block b3: exact date unknown, event occurred approximately a few months ago.